Event description:
It was reported to baxter (B)(4) that the reservoir of a infusor two day device ruptured during patient use. The device was filled with 5-fluorouracil (5-fu). There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This device is distributed for outside of the united states (us); therefore, it does not contain a FDA 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become availabe, a follow-up report will be submitted. (B)(4).